Event description:
It was reported that 17 inch ext set w/.2mf & vlv port had foreign matter. The following information was provided by the initial reporter: material #: 20350e. Batch/ lot #: (10)20075181, (10)20126542, (10)20125433, (10)21029640, (10)20056582, (10)20026471, (10)20056583, (10)20025251, (10)20055649, (10)19096554, 20075181. It was reported by the customer that the extension sets have an opaque spot. How many product failures are you reporting? One failure, but noted in multiple sets of the same product. After noting the opacity in one set, we went through our entire stock of this item stored on the unit and removed product that was noted to have opaque spots. Are you able to provide any event dates? First officially reported (and product noted to have opacity) on 4/27. Pump kept beeping occlusion and nurse had to change set. Noted the opacity when she removed the affected piece. Anecdotal reports of this happening (pumps beeping occlusion when this piece was in place week of 4/20). Were there any adverse events as a result of this product failure? No adverse events, but required tubing change which creates a risk for our immunocompromised patient population.

Manufacturer narrative:
H.6. Investigation: two samples were received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. The foreign matter was visually identified at the inlet and out let ports of the filter and the connection tubing. A device history record review for model 20350e lot number 20075181 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the excessive solvent being applied during the assembly of the secondary infusion set. One sample were received for quality investigation. The customer complaint of foreign material was verified by visual inspection. The foreign matter was visually identified at the inlet and out let ports of the filter and the connection tubing. A device history record review for model 20350e lot number 20126542 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the excessive solvent being applied during the assembly of the secondary infusion set. One sample were received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. The foreign matter was visually identified at the inlet and out let ports of the filter and the connection tubing. A device history record review for model 20350e lot number 20125433 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the excessive solvent being applied during the assembly of the secondary infusion set. Six sample were received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. The foreign matter was visually identified at the inlet and out let ports of the filter and the connection tubing. A device history record review for model 20350e lot number 21029640 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the excessive solvent being applied during the assembly of the secondary infusion set. Two samples were received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. The foreign matter was visually identified at the inlet and out let ports of the filter and the connection tubing. A device history record review for model 20350e lot number 20056582 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the excessive solvent being applied during the assembly of the secondary infusion set. One sample was received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. The foreign matter was visually identified at the inlet and out let ports of the filter and the connection tubing. A device history record review for model 20350e lot number 20026471 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the excessive solvent being applied during the assembly of the secondary infusion set. Two samples were received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. The foreign matter was visually identified at the inlet and out let ports of the filter and the connection tubing. A device history record review for model 20350e lot number 20056583 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the excessive solvent being applied during the assembly of the secondary infusion set. One sample was received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. The foreign matter was visually identified at the inlet and out let ports of the filter and the connection tubing. A device history record review for model 20350e lot number 20025251 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the excessive solvent being applied during the assembly of the secondary infusion set. Eight samples were received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. The foreign matter was visually identified at the inlet and out let ports of the filter and the connection tubing. A device history record review for model 20350e lot number 20055649 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the excessive solvent being applied during the assembly of the secondary infusion set. One sample was received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. The foreign matter was visually identified at the inlet and out let ports of the filter and the connection tubing. A device history record review for model 20350e lot number 19096554 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue with the excessive solvent being applied during the assembly of the secondary infusion set. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075181. Medical device expiration date: 2023-07-04. Device manufacture date: 2020-06-29. Medical device lot #: 20126542. Medical device expiration date: 2023-12-22. Device manufacture date: 2020-12-21. Medical device lot #: 20125433. Medical device expiration date: 2023-12-11. Device manufacture date: 2020-12-01. Medical device lot #: 21029640. Medical device expiration date: 2024-02-09. Device manufacture date: 2021-02-08. Medical device lot #: 20056582. Medical device expiration date: 2023-05-23. Device manufacture date: 2020-05-20. Medical device lot #: 20026471. Medical device expiration date: 2023-02-19. Device manufacture date: 2020-02-17. Medical device lot #: 20056583. Medical device expiration date: 2023-05-23. Device manufacture date: 2020-05-20. Medical device lot #: 20025251. Medical device expiration date: 2023-02-07. Device manufacture date: 2020-02-04. Medical device lot #: 20055649. Medical device expiration date: 2023-05-08. Device manufacture date: 2020-05-07. Medical device lot #: 19096554. Medical device expiration date: 2022-09-22. Device manufacture date: 2019-09-20. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 17 inch ext set w/.2mf & vlv port had foreign matter. The following information was provided by the initial reporter: material #: 20350e. Batch/ lot #: (10)20075181. (10)20126542. (10)20125433. (10)21029640. (10)20056582. (10)20026471. (10)20056583. (10)20025251. (10)20055649. (10)19096554. 20075181. It was reported by the customer that the extension sets have an opaque spot. How many product failures are you reporting? One failure, but noted in multiple sets of the same product. After noting the opacity in one set, we went through our entire stock of this item stored on the unit and removed product that was noted to have opaque spots. Are you able to provide any event dates? First officially reported (and product noted to have opacity) on (B)(6). Pump kept beeping occlusion and nurse had to change set. Noted the opacity when she removed the affected piece. Anecdotal reports of this happening (pumps beeping occlusion when this piece was in place week of (B)(6).). Were there any adverse events as a result of this product failure? No adverse events, but required tubing change which creates a risk for our immunocompromised patient population.